Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-feb-2022. H.6. Investigation: one sample was returned for investigation by the customer. During the visual inspection of the sample the female luer (part number: 630-01364) an occlusion was observed. The customer complaint that they are unable to flush through the tubing set was able to be replicated. A quality notification was sent to the manufacturer. From the manufacturer investigation it is determined in qn that the flow meter tends to stick, making it impossible for the operator to identify occlusions in the process. As a preventive action the maintenance personal cleans the flow meter and used ionized air to reduce the static in the flow meter. As contention action a training was performed to the flow meter digital. A device history record review for model 30914 lot number 21079053 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21079053 regarding item #30914.

Event description:
It was reported that the bd alaris extension set was clogged. The following information was provided by the initial reporter: unable to flush medication through syringe tubing. Even attempted to flush through saline water. Unable to get anything through the tube. Complaint noticed: prior to use patient injury: no.

Event description:
It was reported that the bd alaris extension set was clogged. The following information was provided by the initial reporter: unable to flush medication through syringe tubing. Even attempted to flush through saline water. Unable to get anything through the tube. Complaint noticed: prior to use. Patient injury: no.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.